Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) and lead had ventricular loss of capture. It was determined that the ventricular lead had become dislodged.